Event description:
2002 pt with coronary artery disease and mitral regurgitation was taken to the operating room for coronary artery bypass surgery and mitral valve replacement. The perimount valve was placed for treatment of mitral regurgitation. While attempting to separate from cardiopulmonary bypass (cpb) severe mitral regurgitation was present. After two unsuccessful attempts to repair the mitral regurgitation while on cpb the perimount valve was removed. A porcine mitral valve was placed and the pt was successfully separated from cpb. The cpb time exceeded 10 hours. Upon examination of the perimount valve a defect in two leaflets of the commisure attachements were identified.